Manufacturer narrative:
The sling has been requested back to evaluate. An investigation will be completed and a final report submitted after completion of investigation.

Event description:
Strap of comfort recline spacer sing became undone during transfer of patient. No injury reported.